Event description:
Rptr purchased the abtronic and received the item 6 or 7 days ago. Rptr tried the product and pt left 2 burns on their skin and they felt like they were being electricuted by the product. Prtr felt the most painful pain in their stomach while they were using this product. Rptr called this morning and spoke with the supv and according to her just return the product and they will get the refund. Rptr was hurt and thinks that they should recall this product before somebody gets hurt really badly.